Event description:
The customer originally returned his olympus high flow insufflation unit due to the alarm sounding during use. There was no patient harm reported as a result of this event. During the device evaluation, it was confirmed that the alarm was sounding for a pressure warning issue. This report is being submitted to capture the pressure warning confirmed during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. While testing the unit, a motion alarm was activated during start up due to a defective printed circuit board. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
The device was returned,.and an initial evaluation was conducted by olympus. However, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A faulty printed circuit board was discovered, and caused the reported failure mode. Based on the condition of the board, it failed, due to a heat and humidity build up. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the pressure warning alarmed due to a failure of the printed circuit board. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information in h7/h9. Recall z-0075-2024 referenced. As a result, the "corrective action" field of the investigation has been updated to include the following: based on the results of the hha (fy24-omsc-19-hha_uhi-4) for overpressure-related adverse events when using uhi-4, it was decided to conduct a class 1 recall of uhi-4. (Recall number :z-0075-2024). Olympus will continue to monitor field performance for this device.